Manufacturer narrative:
The manufacturing batch lot was not provided; therefore, a review of the device history records relative to the material, assembly and inspection could not be performed. The device was not returned for analysis; therefore, no physical or visual analysis could be performed. Based on the information received to date, a combination of patient and procedural factors appear to have caused or contributed to this incident. Review of the directions for use notes the reported event as a potential adverse event associated with the tavr/tavi procedure. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: procedure summary: the subject was enrolled into the progress pvl registry and the index procedure was performed on same day. -a bsx lotus sheath was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a small accurate neo aortic bioprosthesis. Post dilatation was not performed. -during the index procedure, a safari guide wire was introduced through the right femoral access site. However, a left ventricular tear was noted which led to cardiac tamponade. -emergent open sternotomy was performed to treat the lv tear. -the entire procedure was performed under rapid pacing. -there was correct positioning of a single prosthetic valve into the proper anatomical location. Event description: -during the index procedure, prior to insert delivery system with study valve, a safari guide wire was introduced through the right femoral access site. However, left ventricular tear was noted which led to cardiac tamponade. -emergently sternotomy for tamponade and repair for left ventricular tear was performed to treat the event and small accurate neo aortic bio prosthesis was implanted successfully.